Event description:
A 31mm amplatzer cardiac plug 2 (acp2) was successfully implanted and no pericardial effusion was noted in the cath lab. Six hours later the patient developed a pericardial effusion in the ICU. After a pericardial puncture and drainage was performed, the patient was fine and the acp2 remains implanted and in good position. The suspected cause of the pericardial effusion remains unknown.

Manufacturer narrative:
St. Jude medical could not evaluate the delivery system involved in this incident since it was not returned to us. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function, including assembly of the dilator into sheath to ensure smooth operation. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. The cause for the pericardial effusion remains unknown.